Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
Patient death certificate is unable to be obtained per state law. Good faith attempts for additional relevant information have been unsuccessful to date. The funeral home reported that the devices are believed to not have been removed from the patient. Based on the available information, a review by the device manufacturer was performed, and the death is classified as possible sudep.

Event description:
It was reported that vns patient passed away on (B)(6) 2014. The cause of death and its relationship to vns are unknown. Attempts to obtain further relevant information will be made.